Event description:
It was reported during collection using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 1 patient sample for a study was underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
D4. Medical device expiration date: unknown h4. Device manufacture date: unknown d4 medical device lot #: 4270328 was reported, however, this is not a lot # manufactured for the reported catalog #. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during collection using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 1 patient sample for a study was underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. Retention samples are not available for manufacturing work order (mwo) lot numbers. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.